Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein a new lead was added to the left side. The patient was doing well postoperatively.